Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient received a mechanical heart valve due to congenital heart defect. The patient purchased the inratio pt/inr testing kit from a pharmacy on (B)(6) 2015. The patient was instructed to keep the inr above 2.5 and utilized lovenox if the inr fell below this level. On (B)(6) 2015, the patient tested using the inratio system and received an inr result of 2.7. The patient did not take lovenox as result was over 2.5. Later that day, the patient was rushed to the hospital where physicians determined the patient had suffered a stroke. A laboratory test produced an inr result of inr of 2.1. The patient was administered lovenox, coumadin, and a heparin drip while in stroke unit. The patient remained in the hospital for an additional four days until the inr level reached 2.5. On (B)(6) 2015, the patient was released from the hospital. The patient was instructed to keep the inr level above 3.0 and to take lovenox any time the inr level fell below 3.0. The patient continued using the inratio system to facilitate home inr monitoring. In (B)(6) 2015, the patient suffered a transient ischemic attack (tia). The patient's blood was analyzed numerous times, indicating a low inr. The patient's doctors believed the inr was low (despite earlier tests using the inratio2 system which revealed a higher inr), due to the trauma the patient suffered as a result of the tia. The patient remained at the hospital for a week until the inr level stabilized. The patient then returned home and continued to use the inratio system to monitor the inr level. The patient began suffering from regularly occurring migraine headaches, a condition from which the patient did not previously suffer. On (B)(6) 2016, the patient was rushed to the emergency room for stroke-like symptoms and was admitted for a possible additional tia. A cat scan showed no visible signs of stroke. On (B)(6) 2016, an MRI was performed but the results were not provided by the patient. A hospital nurse performed a test using the patient's inratio system and then immediately drew a venous sample for a laboratory inr. The patient's inratio system produced an inr result of 3.5 and the laboratory inr result was 2.7. While at the hospital, the patient was informed that inratio pt/inr testing kit had been the subject of a class 1 recall. The patient had been unaware of the recall or any known problems associated with the inratio products. The patient reports continuing to suffer the cumulative effects of the stroke and two tias.

Manufacturer narrative:
Critical information obtained from medical documents provided by abbott legal:in the initial complaint and MDR, the patient stated on (B)(6) 2015, she tested using the inratio system and received an inr result of 2.7. The patient did not take lovenox as result was over 2.5. Later that day, the patient was rushed to the hospital where physicians determined the patient had suffered a stroke. She alleged the laboratory test produced an inr result of 2.1. During a review of the medical documents provided by abbott legal, it shows the lab inr was 3.0. Copies of the patient's self-notated inr logs also show her inr result on (B)(6) 2015 was 3.0. For the event on (B)(6) 2015, the patient originally stated the patient's blood was analyzed numerous times, indicating a low inr. Alleges earlier tests using the inratio2 system revealed a higher inr. Medical documents show the lab inr was 3.42. No inratio result was provided. For the event on (B)(6) 2015, the patient states the lab inr result was 2.7 which aligns with the medical records. There is no documentation of the inratio result of 3.5 to verify. Medical records also state the patient is noted to have rapid increase in inr from 2.7 to 3.41 in 24 hours on 10 mg of warfarin. This new information does not reasonably suggest that the inratio system caused or contributed to the patient's stroke or that a device malfunction occurred. Attachments available upon request.

Manufacturer narrative:
(B)(4).